Event description:
It was reported that the user experienced fluctuating blood glucose with nighttime hypoglycemia after dinner meal announcements while using the ilet, with the agent identifying under announced dinner carbohydrates leading to postprandial hyperglycemia followed by overnight low glucose; the user treated a nocturnal low with oral glucose and received user education on more accurate carb counting and meal announcement. Customer care provided assistance that included review of device data and usage reports. Investigation of this case revealed user-related factors, specifically incorrect meal size entry and suboptimal meal announcement practices. No symptoms associated with low blood glucose. Outcomes included no medical intervention or hospitalization. It was concluded that the event was related to use error and that additional user training on meal announcements and carbohydrate estimation is warranted.